Event description:
It was reported by service report that the gas cylinder needs replacing. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Other: fowler gas cylinder.